Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, broken damper and broken connectors on the manifold unit was noted. In addition, cr board causing alarm, and insufficient flow were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the high flow insufflation unit internal pad is damaged. During a standard service inspection of the customer returned device, broken damper and broken connectors on the manifold unit was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the air feeding not stopping automatically is likely due to a broken connector of the manifold unit and a faulty printed circuit board, that the abnormal feeding rate is due to a faulty first regulator unit, and the alarm sounding awhile alter after the pumping starts is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.